Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: it was reported that the bacteremia was ¿possibly¿ related to both the study device and the study placement procedure. However, according to venograms provided access to the femoral vein was in place for more than 19 hours. Said prolonged access was not necessary for the thrombolytic procedure for patient submassive pe, or for the filter placement and did likely increase the risk of developing a bacteremia. Also, the treatment of multiple traumas or a orthopedic surgery prior to filter placement could have resulted in the bacteremia. It is noted the patient was discharged 19 days after filter placement and remains in the study. The exact reason for the bacteremia cannot be determined, but according to the image review nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure the patient had a celect filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site. The ivc diameter was unable to be measured due to no fiduciary or marking catheter. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 0.2 degrees. On the same day, the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization or migration. Filter tilt was 0 degrees. Analysis of the post-procedure x-ray reported no fracture, deformation, embolization or migration. Filter tilt of 5.1 degrees in ap view, 10.4 degrees in the lat view, and 0.5 degrees in the oblique view. On (B)(6) 2016 (six days post-procedure), the patient was diagnosed with penicillin-sensitive staph aureus bacteremia. The treatment included antibiotics. The physician indicated the bacteremia was ¿possibly¿ related to both the study device and the study placement procedure. Patient outcome: on (B)(6) 2016 (19 days post-procedure), the patient was discharged. The patient will remain in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: complaint reopened due to additional information; multiple perforations. Investigation is based on event description and image review. The patient developed multiple grade 3 interactions approximately one year after filter placement and thrombolytic procedure with recanalization of the ivc and both lower extremities. During this recanalization and thrombolysis, balloon angioplasty was performed throughout the region of the ivc filter. The grade 3 interactions involved the duodenum, aorta and intervertebral disc were present on the follow up CT scan. There are several grade 2 interactions present as well. There are no pericaval inflammatory changes present and there is no comment in the complaint report regarding any symptoms potentially related to these penetrations. Given the extensive interventions performed in the region of the ivc filter during previous thrombolysis and angioplasty, this likely contributed to the development of these penetrations. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that the filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress. (B)(4).

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure, the patient had a celect filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site. The ivc diameter was unable to be measured due to no fiduciary or marking catheter. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 0.2 degrees. On the same day, the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization or migration. Filter tilt was 0 degrees. Analysis of the post-procedure x-ray reported no fracture, deformation, embolization or migration. Filter tilt of 5.1 degrees in ap view, 10.4 degrees in the lat view, and 0.5 degrees in the oblique view. On (B)(6) 2016 (six days post-procedure), the patient was diagnosed with (B)(6). The treatment included antibiotics. The physician indicated the bacteremia was "possibly" related to both the study device and the study placement procedure. Patient outcome: on (B)(6) 2016 (19 days post-procedure), the patient was discharged. Patient will remain in the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Reinvestigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 08jun2017: the 12-month CT of the abdomen and pelvis revealed no evidence of filter embolization. There was a grade 3 filter leg interaction with the ivc wall.